Event description:
On (B)(6) 2010, the pt underwent endovascular repair of a thoracic aortic aneurysm using two gore tag thoracic endoprostheses. The aneurysm diameter measured 60 mm. On (B)(6) 2010, computed tomography scan indicated a type 2 endoleak originating from an intercostal artery. The physician opted to monitor the endoleak and the pt was discharged. On (B)(6) 2011, one-year follow-up CT scan showed persistent type 2 endoleak and light thrombosis inside the device, which were both left to be monitored. The aneurysm diameter measured 62 mm. On (B)(6) 2011, aneurysm enlargement was confirmed. The diameter measured 65 mm. On (B)(6) 2011, follow-up CT scan showed the persistent type 2 endoleak. The aneurysm diameter measure 65 mm.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each pt before using the devices.